Event description:
Libre2 cgm sensor failed 3 days early ((B)(6) 2022 19:58pm et) with no advance warning prior to sensor failure. The sensor itself was within abbot's glucose reading tolerance specifications, but when compared to blood glucose readings via test strips compatible with the same reader as the cgm was running about 15-20 points low in comparison. I did not initially report this sensor failure to abbot because it was only 3 days early and it was too close to the end of their call center hours to be able to report the same day. Model: freestyle libre 2 lot#: ktp003682 sn: (B)(4) exp: 2022-12-31. I had 2 prior sensor failures in close proximity with this particular sensor, all of which had an expiration date of 12/31/2022. One of those sensors is on abbot case # (B)(4). FDA safety report ID #(B)(4).